Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, eval of the returned device revealed an MDR-reportable malfunction. This MFR report is being submitted based on the eval results - balloon rupture. It was reported to boston scientific corp on june 22, 2009 that a extractor xl triple lumen retrieval balloon was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B) (6) 2009. According to the complainant, during preparation, inflation was attempted but failed. The physician found the balloon was leaking. Additional info stated that the balloon had a pinhole leak. The procedure was completed with another extractor xl triple lumen retrieval balloon. There was no pt contact with this device. There were no pt complications as a result of this event.

Manufacturer narrative:
The catheter was returned in its protective hoop with the staked syringe. The catheter was initially examined for damage. No damage was found. Balloon inflation was attempted. The balloon failed to inflate. The balloon was found to have ruptured. It is probable that rupture of the balloon occurred during handling. The most probable root cause is handling damage. The device history record for this lot was reviewed ; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot. (B) (4).